Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from sorc, there was possibility that this phenomenon was attributed to the failure of the ccd unit or the electrical circuit board in the video connector, or some malfunction of the video system center. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center (sorc) was informed from the user facility that during a preparation for an unspecified procedure using the subject device, the subject device gave the error e32 which indicated the subject device had broken down, therefore the user facility stopped using the subject device for the procedure. There was no report of patient injury associated with this event. Sorc checked the subject device and found that the reported phenomenon was duplicated due to the failure of the electrical circuit board.